Event description:
It was reported that during a customer site visit, a zoll autopulse deployment specialist found 6 defective autopulse lifebands. The lifebands were found to have "skirts" (hinged belt guards) that were in the closed position (flipped down) on at least one side and not both. When the belt guards were opened (flipped up), there were no clicking sounds and the "skirt" would not hold in the "up" position. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Please note that updates were made to the following sections: lot #, device manufacture date. The autopulse lifeband in complaint was returned to zoll on 11/03/2014 for investigation. Investigation results as follows: the lifeband was not received in its original packaging. The compression pad was received dirty. The unit appeared to have been used. The customer's reported event was confirmed. Functional testing revealed that both hinged skirts did not snap into the retracted position. The hooks did not catch onto the cam style tumblers securing the "butterfly clip" tightly. The returned unit was however tested with an autopulse platform and a mannequin. The lifeband was installed without issues and stayed in place during compression testing. Furthermore, the platform ran continuously for 10 minutes with no user advisories or other issues observed. It should be noted that during the onsite customer visit, the lifeband associated with this complaint was found to have been stored in an unsecured blue storage bag, which was kept in the customer's vehicle trunk. There were no dividers in the trunk to keep the bags from moving around. The lifeband had skirts that were found to not click nor hold in the retracted position. Based on the full investigation, including both a physical evaluation of the returned lifeband as well as the observations made during the onsite customer visit, the cause of the reported complaint has been determined to be handling and storage of the lifebands at the customer site.

Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Please see the following related MFR. Reports: 1. #3010617000-2014-00542 for autopulse® lifeband #1 with sn: unknown; 2. #3010617000-2014-00544 for autopulse® lifeband #3 with sn: unknown; 3. #3010617000-2014-00547 for autopulse® lifeband #4 with sn: unknown; 4. #3010617000-2014-00548 for autopulse® lifeband #5 with sn: unknown; 5. #3010617000-2014-00549 for autopulse® lifeband #6 with sn: unknown.